Event description:
It was reported that the insulin pump has cosmetic damage. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube. The insulin pump received with loose/flush drive support disk.